Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of approximately 17 mmol/l and high ketones. The cause was unknown. The customer attempted to resolve the issue by administering insulin via the pump and received IV fluids and insulin and glucose treatment in the hospital, which resolved the issue. Reportedly, the cartridge and infusion set had been in use for more than 48 hours. Technical support educated the customer on insulin labeling. Customer was released on (B)(6), 2025, with the issue resolved and no permanent damage.